Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown. Customer also stated that the numbers are not ramping on their own and scroll bar is not moving with no input. It was also reported that the down arrow button was unresponsive and alarm was not in progress at the time the button was unresponsive however buttons was not unresponsive during an easy bolus attempt. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged aa battery. Customer stated that the buttons were not responding. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad. Unable to program a basal to 0.0 due to unresponsive keypad.